Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. On (B)(6) 2016, the patient had an episode of pain down the right lower extremity from worsening back pain. A clinical diagnosis of unsatisfactory analgesia was reported with no applicable device diagnosis. The patient went to the emergency department and was given a course of methylprednisolone. A radiofrequency ablation procedure was performed on (B)(6) 2016. The ins was reprogrammed on (B)(6) 2016. During the reprogramming on (B)(6) 2016, all previous groups except d were deleted and groups a, e,and f were created. The patient was also reprogrammed on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2017 . The event was possibly related to the device or therapy and was not related to the implant procedure or programming. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.